Manufacturer narrative:
The device was not yet returned to the manufacturer for evaluation. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation.

Event description:
The customer reported that an a1059 mayfield modified skull clamp lock mechanism was broken. The date of the event was not specified. It was unknown if there was patient contact, injury, or surgery delay. Additional information has been requested.

Manufacturer narrative:
The device was returned for evaluation and the unit was received with the plunger cap and stud missing. The lock had both rotational and lateral movement and a residue buildup was present. The product needed new components added to replace worn internal parts. The device history record reviewed for this product shows no abnormalities related to the reported failure. The device was manufactured in 2014 and passed all required inspection points with no associated mrr¿s, variances or rework. The complaint reported was not confirmed.

Event description:
N/a.